Event description:
It was reported that a patient underwent a gastrectomy procedure in 2009. The drain was placed near the stapled end-to-end anastomosis site of the partial gastrectomy. Five days later, the anastomosis failed which led to the gastric fluid leakage into the abdomen and resulted in peritonitis. The leak was detected with a contrast agent. The surgeon exchanged the drain for another drain , the patient was fed by tube, administered antibiotic and left the hospital the following month. The surgeon opines the cause of the event was the suction pressure of the reservoir.

Manufacturer narrative:
Date sent to the FDA: 10/22/2009. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device lot number associated with this event is not known. The international affiliate reports the following possible lot numbers: lot jt7273 mfg date: 02/01/2009, exp date: 02/28/2014. Lot jt7283 mgf date: 03/01/2009, exp date: 03/31/2013. In addition, a review of the batch manufacturing records for the possible lot numbers was conducted and the batches met all finished good release criteria.